Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm and experiencing the high blood glucose. Blood glucose level at the time of the incident was 540 mg/dl and the current blood glucose was 500 mg/dl. Customer was unable to described the any possible damage to the drive support cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.